Event description:
It was reported the pt has not used her scs system in over a year, and it is no longer operable. An sjm rep met with the pt and confirmed the pt's ipg is unable to communicate with external devices. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Field advisory: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.